Manufacturer narrative:
The insulin pump was received with pump error 4, 49 and 68; the problem was isolated to the printed circuit board. The insulin pump was received with normal sleeping current. The insulin pump was monitored for several days and no blank display noted. The battery tube connector was plugged in properly to printed circuit board during our visual inspection. The insulin pump had scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received several device software errors.